Event description:
The event is reported as: the clips dropped down from the applier when the surgeon tried to pick up the clips. Clips from a different lot were picked up successfully. No reported pt injury.

Manufacturer narrative:
Device sample not received by MFR in time for this report. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed due to lack of sample for investigation. However, the MFR will continue to trend relating complaints.